Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using thus software. Device passed displacement test and active current measurement. However, device received with unexpected battery power loss and had high sleep current due to moisture damage in pcb 2 board. After swapping pcb 2 board with a test board, device passed sleep current measurement. In addition, low battery alerts noted in the pump history on (B)(6) 2021 at 11:37pm and on (B)(6) 2021 at 1:09pm. Therefore, battery change occurred before 1 week. The following were noted during visual inspection: scratched case.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer reported failed battery test. Customer stated timing was less than 8 hours from the low battery alert to the replace battery alert. Customer stated it was second occurrence of replaced battery alarm in less than 8 hours after a low battery warning. Customer not used suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.